Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and a relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "combined intramedullary nail coated with antibiotic-containing cement and ring fixation for limb salvage in the severely deformed, infected, neuroarthropathic ankle", it was reported that one patient suffered from a calcaneal pin site infection after frame removal which was treated with antibiotics, debridement and hardware removal. The outcome of the procedure was successful.